Event description:
The device was returned to the manufacturer for medical device correction upgrade. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event. However it was noted that the atrial output connector was broken, the battery contacts were compressed, the ring bail was bent, and the serial number label was damaged. (B)(4).